Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis, it was revealed that the delivery wire was damaged, and broken inside the patient. In addition, the proximal contact was kinked due to handling. A functional test was unable to be performed due to the condition of the returned device. It is possible that the microcatheter was incompatible or damaged; this however cannot be conclusively determined. It is most likely that the coil got jammed inside the microcatheter due to some procedural/anatomical factors and was then removed with excessive force. As a result, the delivery wire got stretched/damaged and eventually broke. Based on the available information and investigation results, an assignable cause of cause traced to component failure will be assigned to the reported event and the analyzed defects on the delivery wire, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the coil delivery wire was broken inside the patient. No clinical consequences reported to the patient.